Manufacturer narrative:
Retained samples of the same lot have been inspected visually, electrically and thermally. Mechanical tests were performed on 2 retained samples. All tested samples were found to perform within limits. No faults were detected. The information provided in the questionnaire indicate the IFU has not been followed. The IFU specifically states "if an electrosurgical unit offers an electrode contact quality monitoring system like rem¿, nessy®, arm¿, etc., always use a split electrode." The arthrex ar9600 opes generator is equipped with an electrode contact quality monitoring system (ppm - patient-plate monitoring system), which only works with a monitoring electrode ("split"). An unsplit non-monitoring electrode was used. The use of a split electrode could have avoided the burn. Based on the information provided to us no root cause originating in the electrode or the energy load could be detected. We can only conclude that a user error, specifically not following the IFU, has at least contributed to the incident.

Event description:
On (B)(6), a 1 hour and 30 minutes hip arthroscopic procedure was performed at hospital (B)(6). A non monitoring dispersive electrode (model rs05) and a arthrex (model ar9600 opes) generator was used. The electrode was placed on the right "flank." The patient was lying in supine position and was not repositioned. The body type of the patient was described as athletic and the skin as normal and hairless. The skin was not shaven, not disinfected, no ointment had been applied, but it was cleaned with a dressing and dried prior to the surgery. The power setting was described as "127w" and was not raised. The hospital stated that the plate adhered well to the patient skin and was not coming off. After the procedure reddening and some blister around the electrode underneath the gel area. The wound had been treated with "topical medication, prescribed by dermatologist requested by the hospital." It was also reported "on (B)(6) 2016, contact was made with patient, who told that [he] was feeling better after medication."